Event description:
It was reported that bd angiocath catheter is defective. The following information was provided by the initial reporter, translated from portuguese to english: we are experiencing recurring problems with the aforementioned material, with some units not having the thread, while others have deformities that make it difficult to puncture patients. These failures are generating, in addition to increased costs due to wasted materials, a negative impact on patients' comfort and well-being, losing the vein and consequently hurting the patient. Even after training with the nurse, the problem remains, as she was able to see for herself.

Manufacturer narrative:
E. Street address exceeds character limit: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
Additional information- batch # provided.

Event description:
Additional information unrelated to event description or problem.

Manufacturer narrative:
A device history record review was completed for provided material number 38833514 and lot number 4242786. Although no quality notifications or non-conformity reports were documented during the production process, a corrective maintenance action was performed during the manufacturing period. The maintenance action performed various adjustments and alignments that may have been related to this defect. As samples were unavailable for this event, a thorough sample analysis could not be completed. It was determined that the probable root cause is related to the formation of the catheter tip in the manufacturing process. A corrective and preventive action plan has been initiated to further investigate this issue and prevent any reoccurrence. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information